Event description:
Reportedly, a patient got a tachycardia which was in the monitor zone but gradually entered in the tv zone without receiving therapy. Dr. (B)(6) believes that it is a vt that should have been treated and wants to know what criteria have been used to classify it as svt/ts and how the discrimination algorithm should be modified.

Manufacturer narrative:
The review of provided data confirmed the reported issue: on 8 august 2024, the device recorded a ventricular tachycardia (vt) that was not treated by the subject device: the rate of the vt was sometimes below the programmed vt cut-off rate, triggering the reset of the sudden onset criterion, as per specifications. Data from the remote monitoring follow-up on 26 september 2024 were provided the day the complaint was received. Some days later, the data from the in-clinic follow-up on (B)(6) 2024 were provided. The subject device was implanted on (B)(6) 2019, connected to invicta 1cr58 lead s/n (B)(6). One svt/st (other) was detected and not treated on 8 august 2024: the label is svt/st. On egm, the morphology of the signal shows ventricular tachycardia. The rate of the ventricular tachycardia is at the limit of the cut-off rate (180bpm) and the sudden onset of the vt is below the cut-off, therefore, as per specification, it is not detected. During the in-clinic follow-up on (B)(6) 2024, some parameters were reprogrammed: microport new programming recommendations are: - discrimination algorithm: ¿v+¿ instead of ¿v only¿ to keep the long cycle search criterion to discriminate atrial fibrillation from vt, in the event of atrial fibrillation no general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.